Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered watertightness was not maintained due to holes in the curved rubber, the image disappeared due to a malfunction of the image pickup unit, the curved tube was deformed, the curved rubber adhesive was missing, and the curved part was not securely fixed due to the wear of the lever. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Report source: japan.

Event description:
The customer reported to olympus during reprocessing, air/water leakage on the endoeye flex deflectable videoscope. Upon inspection and testing of the customer returned device, the image disappeared at an angle. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.